Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Device had broken battery tube threads, missing reservoir tube o-ring. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. No harm requiring medical intervention was reported. Customer reported that they were able to clear the alarm and was able to complete rewind. Customer troubleshooting was performed. Customer stated that the drive support cap was normal. Customer also stated that the alarm reoccurred. Customer also reported that the cracked at top of reservoir and battery compartment and reservoir was able to lock in place. The insulin pump will be returned for analysis.